Manufacturer narrative:
(B)(4). This is report 9 of 10 associated with this device.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. External & internal visual inspections revealed no problems. The cause for the iipv found during the device log review was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow/ no flow occurred above the minimum drain volume threshold. Per the device history review, the device had failed a leak test. The device was reworked and retested prior to being shipped to the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during drain cycle 5. The patient's ultrafiltration (uf) reading was 59 ml, indicating the home patient (hp) drained 59 ml more than the largest prescribed fill volume of 140 ml. This meant the total drain volume was 199 ml, which meets the iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the home patient (hp)'s peritoneal dialysis nurse to relay the iipvs found during evaluation of the hc device. The nurse stated the hp's prescription changes frequently because the hp is a baby. The nurse confirmed the hc was not used as a training device. The nurse stated the hp is flourishing, growing as he should be, and had not shown any symptoms of iipv.